Event description:
It was reported that a user experienced a freestyle libre 3 plus sensor pairing failure that resolved after moving an old sensor out of range and re-scanning, after which readings resumed and no further assistance was required. Symptoms included no reported adverse events and no changes in blood glucose. Outcomes included no clinical impact and no alerts or alarms. Investigation included customer interview and troubleshooting. Investigation of this case revealed sensor-to-app interference from a nearby prior sensor and successful restoration of data transmission after environmental adjustment. It was concluded that the event was related to sensor pairing interference rather than ilet pump malfunction, with normal functionality restored after corrective guidance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.